Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed, during the past 12 months. Indicates, that no confirmed, complaint trends have been observed for the event a050401 fluid/blood leak. DHR issue found. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported, left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed openings on posterior side assessed as surgical damage and observed opening on posterior side assessed as fold flaw opening. ¿ crease folding of implant: observed creases on the device. As per the investigation procedure, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.

Event description:
Healthcare professional later reported "any creases."